Event description:
The manufacturer received information alleging the pilot differential test step had failed on a trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the pilot differential test step had failed on a trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A field service engineer (fse) was sent to the customer site for this issue. The fse evaluated and determined the proportional valve, and three-way (3-way) valve had caused pilot differential test step to fail on the device. The fse replaced the device's proportional and 3-way valves to address this issue. However, this did not resolve the issue on the device. The fse re-evaluated the device and determined the system printed circuit assembly (pca) was causing the issue on the device. The fse replaced the device's system pca to address this issue. The fse re-performed the diagnostic tests on this device, and it passed without failure.